Manufacturer narrative:
The lens was returned to b+l. Visual inspection found both haptics bent. The delivery device was not returned. The cause of the damage could not be determined. Functional testing could not be performed using a delivery device, due to the damage. However, the lens folded and unfolded easily using folding forceps. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined. It should be noted that the inserter and viscoelastic used during the event are not validated for use with this lens.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens would not unfold once in patient's left eye. Incision was enlarged and sutures were used. A back up lens of the same model was implanted. The patient's current prognosis is good.